Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the alarms. Customer's blood glucose (bg) level ranged from 450 to almost 600 mg/dl. A correction bolus was delivered to address bg. The customer continued using the pump and had manual injections for alternate insulin therapy.